Event description:
Pt presented to osh ed where it was noted the pt was in heart failure renal failure with elevated lft's, ldh and inr. Due to a concern for pump thrombosis the pt was transferred to our facility for further eval. Multiple tests were performed which concluded the pt's pump had developed a thrombus. Pt was taken to the operating room on (B)(6) 2015 for a lvad pump exchange during which the surgeon identified a thrombus on the inlet rotor. Surgery went well. The pt is recovering in the ICU with hyperbilirubinemia.